Event description:
It was reported that biomed had the arctic sun device with an alert 71 at start up. Per review of wo notes - explained this was a failed thermistor and will send a parts quote for it.

Manufacturer narrative:
The device was not returned. Reported issue: it was reported that biomed had the arctic sun device with an alert 71 at start up. Repairs related to the reported issue: per review of wo notes - explained this was a failed thermistor and will send a parts quote for it. The reported issue was confirmed. The root cause for the reported event is a failed t2 thermistor. Per review of wo notes - explained this was a failed thermistor and will send a parts quote for it. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tab(s) f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had the arctic sun device with an alert 71 at start up. Per review of wo notes - explained this was a failed thermistor and will send a parts quote for it.